Event description:
Reported false positive sars result for 1 symptomatic (7 days post onset of symptoms) consumer. The consumer communicated the result was confirmed negative by molecular (pcr testing) and another rapid antigen assay.

Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information. Source: email.